Manufacturer narrative:
The device will not returned for evaluation as it was discarded. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery, the device became "twisted" during deployment and the "twist" could not be removed. It was reported that approximately half of the device was released from the microcatheter. The device was resheathed three times, prior to removing. A new device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.